Manufacturer narrative:
The device involved will not be returned to the manufacturer for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies incase of emergency.

Event description:
The report indicated that the customer woke up with high bg's (greater than 250 mg/dl) with large ketones. Later that evening, an md was contacted who recommended that the pod be removed and the manual insulin injections be administered. Immediately afterwards, the customer began vomiting and was taken to the ER where she ended up staying overnight.